Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode was returned in two segments, severed at approximately 183 mm from the terminal end. Total length returned was approximately 450 mm. Visual inspection revealed induced damage during explant procedure. With insulation abrasions. This type of damage is consistent with repeated stress over time, and consistent with lead-on-can. The reported shock impedance high out of range likely the result of the lead damage observed by the laboratory, and a known inherent risk of the device. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD) device where surgically explanted due to exhibiting high out of range shock impedance (greater than 400 ohms). A new system was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted products are expected to be returned for product analysis. This electrode has been returned, and product analysis is complete.

Manufacturer narrative:
This report is being submitted to update, d4a (model number), d4b (catalog number), and additional MFR narrative). Upon receipt at our post market quality assurance laboratory, the electrode was returned in two segments, severed at approximately 183 mm from the terminal end. Total length returned was approximately 450 mm. Visual inspection revealed induced damage during explant procedure. With insulation abrasions. This type of damage is consistent with repeated stress over time, and consistent with lead-on-can. The reported shock impedance high out of range likely the result of the lead damage observed by the laboratory, and a known inherent risk of the device. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD) device where surgically explanted due to exhibiting high out of range shock impedance (greater than 400 ohms). A new system was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted products are expected to be returned for product analysis. This electrode has been returned, and product analysis is in process. Once completed, a supplemental final report will be submitted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD) device where surgically explanted due to exhibiting high out of range shock impedance (greater than 400 ohms). A new system was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted products are expected to be returned for product analysis.